Event description:
It was reported that the pt experiences high impedances and extreme middle ear pressure. Relief of the pressure was initially obtained by disabling some of the electrodes. The doctor prescribed prednisone to relieve the pressure. The pt reportedly has tinnitus and the high pressure issue continues. The center will pursue device revision surgery.